Manufacturer narrative:
Biomérieux conducted an internal investigation in response to a customer complaint of out of range high results in association with the vitek® 2 compact 30 (ref. 27530, serial (B)(6)).a biomérieux field service engineer (fse) visited the customer site and performed the following actions: optical check - cleaning of the reading heads. Exchange of the roller flat springs - tread test hcb ok, tx1>4000, tx3>3700 - launched eng9 card in control the fse noted the optics of the instrument were dirty and cleaned them. The springs were also replaced but not retained. Based on the available data the root cause could not be established. Optics issues, user issue and reagent issues were identified as potential causes.see section h10.

Event description:
A customer in (B)(6) notified biomériex of false resistant results and delays in reporting results for patient isolates in association with the vitek® 2 compact 30 (ref 27530, serial (B)(4)). The customer stated that the majority of their patient isolates were obtaining resistant results on the vitek® 2. There is no indication or report from the laboratory that the false resistant results or delays led to any adverse events related to any patient's state of health. A biomérieux internal investigation will be initiated.